Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: no nonconformance were found related to this complaint. No further escalations is required. A labeling review was conducted. No anomalies were identified. The most probable cause of the failures indicating foreign objects was traced to failure to follow instructions. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air/water cylinder and tube had foreign objects. There was no patient involvement.